Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Methods codes:no testing methods performed. -results codes:no results available since no evaluation performed. -conclusion codes: device not returned. Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Stockert generator. Cool flow pump. Lasso catheter, acunav catheter. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. After the procedure was completed, a pericardial effusion was noticed and confirmed by an intracardiac echocardiography (ice). They performed a pericardiocentesis and 1400cc of fluid were removed. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.